Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had motion sensor test failure and was not able to rewind. Customer cannot recall their blood glucose reading. Troubleshooting was completed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm. The motor was tested outside of the device and passed.